Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) displayed a stored egm for a ventricular tachycardia (vt) episode with therapy as "invalid data" and only flashback memory was able to be seen. Other recorded events showed all relevant information. The device remains in use and no programming changes have been completed. No patient complications have been reported as a result of this event.